Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting off at the rectum in a laparoscopic radical resection of rectal cancer, it was able to fire but with poor staple formation and an incomplete staple line. Unformed nails fell into the abdominal cavity damaging the tissue and causing a hole in the rectum, and not all was retrieved. They completed the staple line using manual stitching. The surgical time was extended more than one hour as a result of the problem.